Event description:
Information received from the field does not address the patient's clincical status but notes that during a routine follow-up, telemetry could not be established. Magnet application showed what appeared to be voo pacing and no atrial pacing spike could be seen.